Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 23, 2024.

Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device use subsequent to a head trauma. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2024.